Event description:
The facility reports that the patient was being transferred in an adapted, leg-flap extension sling. The head stays were not in the sling. Two carers aided in the transfer. The sling was applied with patient on the bed. One carer held the legs with the other raised the patient. When carer reached for the chair, she let go of the patient's legs at which time one leg-slide clip detached and the patient slid out to the floor.

Manufacturer narrative:
No parts or pictures received by manufacturer for examination. Opera opr. And product care instructions kpx 01700 clearly state under section "using your opera: warning: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is taken up." An identical warning is noted in the instructions supplied with the sling. From the facility report, it appears that the sling as not in tension as the nurse was supporting the patient's legs while lifting. It is also noted that it is not normal procedure for a second carer to support part of the patient's body in xfer. This might suggest the carers were aware that lifting this patient with this sling was problematic. An adapted sling was used. However, no mav number was given. Report states sling did not fit patient. This is a logical conclusion supported by the manufacturer since a patient (type) specific was used with another patient. The facility also states in the same section: "ensure that a selection of sling types and sizes is available for all lifts likely to be performed with the opera "and " the attendant should always tell the patient what they are going to do and have the correct sling size ready". There was no deficiency found with the sling or the lift, the sling clips are reported to securely fit when tested after the incident. The facility states under the section "product description, function" : "warning arjo slings with head support have two pockets located at the head section. They should contain plastic reinforcement inserts during use. Always insure that these reinforcement inserts have been placed inside the pockets before using the sling." The reports, however, states these inserts were missing.